Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the proximal part of the left coronary artery (lca ). An opticross¿ imaging catheter was selected for use together with a non-bsc guide catheter to view the target lesion. During the procedure, it was noticed that this opticross¿ imaging catheter was separated from an unknown guidewire device and tip was detached at the guidewire exit port area. The opticross catheter along with the guidewire were pulled together successfully out from the patient's body as a system. The retrieved device was visualized observed through cine cardioangiography. The procedure was completed with the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged catheter (detached from the distal tip). The flush test was not able to performed due to the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the proximal part of the left coronary artery (lca ). An opticross imaging catheter was selected for use together with a non-bsc guide catheter to view the target lesion. During the procedure, it was noticed that this opticross imaging catheter was separated from an unknown guidewire device and tip was detached at the guidewire exit port area. The opticross catheter along with the guidewire were pulled together successfully out from the patient's body as a system. The retrieved device was visualized observed through cine cardioangiography. The procedure was completed with the same device. No patient complications were reported and the patient's status is good.